Event description:
It was reported that the patient underwent hand surgery on (B)(6) 2015 and suture was used. Blackened deposit on tissue was reported at first passage of the suture in the skin. The suture was removed and blackened skin was excised from the wound. The procedure was completed with a like device. The current patient status is reported as very well.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and the sample does not reveal any manufacturing related anomalies that could relate to suture colorfastness. The suture is wound correctly and no anomalies are noted related to the printing on the zipper tray. Further evaluation is recommended. No conclusion can be drawn at this time. Conclusion: actual suture and one excised piece of skin from the patient was returned for evaluation. Visual inspection was performed and the returned opened suture was intact and free from any defects with a machine cut end. The sample was also examined and found to have a black mark on it, consistent with the line created by passing the suture between the thumb and forefinger. Returned skin from patient also had dye stains consistent with dye crocking. Conclusion: representative samples were returned for evaluation. Visual inspection was performed and the samples do not reveal any manufacturing related anomalies that could relate to suture colorfastness. The suture is wound correctly and no anomalies are noted related to the printing on the zipper tray. Further evaluation is recommended. No conclusion can be drawn at this time. Conclusion: representative samples were returned for evaluation. The sample was visually inspected and the length of it was run between the thumb and forefinger. Some of the black dye was found to come off on the thumb and forefinger, indicating that dye crocking had occurred, however the color of the monofilament suture had not changed to any significant degree.